Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered potential inappropriate therapy for an atrial arrythmia. Additionally, a heartlogic heart failure index above threshold alert was identified. Technical services (ts) reviewed the stored episodes in which three anti-tachycardia pacing (atp) bursts and four 41 joule shocks were delivered and observed the rhythm was atrial fibrillation (af) with rapid ventricular response (rvr), the delivered therapy did not convert the rhythm and could not be rule out as inappropriate. The findings were reviewed with the health care professional (hcp). No additional adverse patient effects were reported. This ICD remains in service.